Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support check log files shows that alarm "temperature of the blower is too high" it was recorded 76 degrees and kept on rising to 128 degrees cel. Risk evaluation was send to customer and received updates that no patient was involved. Main electronics and blower require replacement. Customer provide feedback that complete calibration was performed and log received.

Event description:
Customer complained of blower failure alarm on this unit he mentioned that the blower was swapped with another and still alarm is active. It shows in the logs that alarm 240 temperature of blower is too high and alarm 241 temperature of blower is high. Blower temperature was 76 degrees and it kept rising to 128 degrees. On (B)(6) 2019 blower failure alarm was active. Customer said that no patient is involved in this case. He also mentioned that complete calibration was performed.